Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information received that the patients ipg was no longer holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the facility.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.